Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low". A specific bg value was not provided. Multiple follow ups were made to obtain additional information, however, a response was not received.